Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that insulin was squirting out during manual prime. Customer also stated that the drive support cap is sticking out. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).